Event description:
It was reported that the balloon ruptured. The patient presented with coronary artery disease (cad). A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). No damage was observed during the unpacking or preparation phases. The device advanced over the guidewire without difficulty or obstruction. During the initial inflation attempt, the balloon failed to expand due to a pre-existing rupture that was imperceptible upon visual inspection, resulting in no pressure buildup. The device removed and the procedure was successfully completed with another balloon. There was no patient complication reported, and the patient was fine post procedure.